Event description:
It was reported the generator had some problems, occasional malfunction in cut and coag. There were no problems for the pt.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(6) 2012. The pulsar generator was rec'd in poor condition with dark areas on the upper lid. The front panel button did not function when the cut function was increased. Using a test front, the unit delivered energy correctly into the fixed resistors. The front overlay ribbon connector crimps were found to be assembled opposite the conductive emulsion and was replaced. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.